Event description:
It was reported patient underwent a total knee arthroplasty in 2011. Subsequently, patient was revised on (B)(6) 2014 due to a surgical error of rotation on the femoral component. During the procedure, the screw connecting the tibial stem and the tibial component would not engage. Subsequently, surgeon chose to complete the procedure without implanting the screw.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - 2011; doctor name is unknown; PMA/510(k) number / manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-0000730 / 00731).